Manufacturer narrative:
As received, a complete lead was returned in one piece with all tines intact. Visual inspection of the lead found two external abrasions breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart. The two external abrasions were noted at 28.4cm to 28.6cm and 44.3cm to 45.9cm from the proximal cut end. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited non-capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted that the right ventricular lead also exhibited intermittent capture.